Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. The device was filled with 4752mg of fluorouracil (5fu) and 0.9% sodium chloride. The leak occurred during storage and the nurse came into contact with the solution when opening the packaging. The nurse immediately washed their hands with soap and water to clean the chemotherapy from the skin of their fingers. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between july 21, 2023 and july 24, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.